Event description:
(B)(4) - the dealer reported that the tdxsiv-hd-s power wheelchair right motor gearbox was functioning intermittently. Motor leads were swapped, and it was still not working properly. There was no patient injury reported.